Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
The primary surgery was performed 20 years ago via bha due to femoral neck fracture (date of primary surgery was unknown). The patient complained the pain and it was confirmed breakage of the stem neck at x-ray in (B)(6) 2019. The patient mentioned that she had not fallen down; however, it could not be denied that the stem neck was broken due to fall because the patient has dementia. Thus, the removal surgery was performed on (B)(6) 2019 by explanting the stem (p/n: 134521000). It could not be removed the stem in normal procedure, so the surgeon managed to remove the stem by using eto. The patient right hip joint was fixed with the cable ready (manufactured by zimmer). It was confirmed that bone defect in femur was prominent, so the revision surgery was planned to be performed as soon as it was confirmed synostosis (date of revision surgery was not fixed yet). There was progression of central migration of the bipolar cup because it was a surgical procedure to ream the acetabulum despite bha, the proliferation of the synovial membrane by osteolysis due to using old polyethylene product hindered the original movement of the bipolar cup. The surgeon commented it would be the cause of breakage that those stress concentrated on the stem neck.